Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide.